Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: left ventricular apical pacing-induced heart failure in a child after congenital heart surgery: a case report. European heart journal - case reports. 2024. 8, ytae339. Doi: 10.1093/ehjcr/ytae339 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left ventricular apical pacing (lvap)-induced heart failure. The authors described a patient who p resented with fatigue and decreased diuresis. They were also lethargic and pale, with peripheral edema and a hepatomegaly. Heart failure therapy was initiated with beta blocker, diuretics, and angiotensin-converting enzyme (ace) inhibitors. After initial improveme nt, the patient was readmitted to the pediatric intensive care unit (ICU) for intravenous (IV) inhibitor because of increased signs of poor circulation with cold extremities, dyspnea, and oliguria. Lv function noted electromechanical lv apical to basal dyssynchrony. It was suspected that the patient developed dilated cardiomyopathy and heart failure after epicardial single chamber lvap associated with apical to basal dyssynchrony. The patient underwent an upgrade, and an additional lv lead was implanted which reversed the heart failure. The lead remains in use. No additional adverse patient effects or product performance issues were reported.